Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. No rewind anomaly was noted. The insulin pump was received with minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has physical damage. The blood glucose reading was 180 mg/dl. There is a crack in the battery housing of the unit. The patient stated that the unit was caught in between a door and it chipped. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.